Event description:
(Ref: (B)(4) resistance / stuck. During coil embolization of a common hepatic artery (cha), it was reported that when inserting the orbit galaxy (640cf0412/15788953), the physician experienced a resistance and became stuck in the unspecified excelsior 1018 microcatheter, and the actual coil was prematurely detached. The actual coil was safely removed together with the mc, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. The product is not available for investigation. The patient¿s sex, dob and weight were unknown. The patient¿s vessels were moderately tortuous but the level of calcification was unknown. No further information is available.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a common hepatic artery (cha), it was reported that when inserting the orbit galaxy (640cf0412/15788953), the physician experienced resistance, the device became stuck in the unspecified excelsior 1018 microcatheter, and the actual coil was prematurely detached. The actual coil was safely removed together with the mc, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. The patient¿s sex, dob and weight were unknown. The patient¿s vessels were moderately tortuous but the level of calcification was unknown. No further information is available. The product is not available for investigation. The device history review (DHR) for lot 15788953 concluded that there were no issues considered to be potentially related to the reported complaint. The resistance and premature detachment could not be confirmed without product return for analysis. Although the root cause of the event could not be conclusively determined, the premature detachment may have been caused by the resistance in the microcatheter. The resistance may have been related to the microcatheter; however, this could not be confirmed without return of the microcatheter for analysis. The DHR review indicates that the product was tested and inspected per established manufacturing requirements and there was no evidence provided to indicate that the event was related to a manufacturing issue; therefore, no corrective actions will be taken.

Manufacturer narrative:
Patient age, gender and weight were not provided. Additional information will be submitted within 30 days of receipt.